Event description:
The physician attempted an interventional arteriotomy closure with the closer tsl 6 fr device after a ptca. The arterial sheath used was a goodman 7fr. The procedure was conducted by two physicians, one in training. When deploying the device, a posterior cuff miss occurred. During the deployment, upon pulling the plunger out, a little resistance was felt. The device would not be removed even though the lever was repeatedly opened and closed. The device was surgically removed and hemostasis was achieved. There was no further patient injury.